Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found a detached bending section at the c-body. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited a detached bending section at the c-body. There were no reports of patient involvement.